Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's doctor reported via telephone call that the customer was placed on the insulin pump for pregnancy and gave birth and the blood glucose was running low. The blood glucose reading was 48 mg/dl. The customer was treated with food. The doctor was advised to have the customer call to troubleshoot. The insulin pump was not returned or replaced.